Manufacturer narrative:
(B)(4).

Event description:
It was reported "suspected iab rupture". Additional information states that the iab catheter was planned to be removed. No patient injury or consequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed bio-hazard bag. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the iabc bladder membrane; buckling was noted to the teflon sheath extrusion. The one-way valve was tethered to the short driveline tubing. The exposed portion of the bladder was fully un-wrapped. Furthermore, the bladder was separated and not attached to the iabc distal tip. The iabc distal tip was noted within the iabc bladder. The iabc distal tip was fully intact with the iabc central lumen. The short driveline tubing was noted clamped off with a pair of forceps. The supplied 40cc inflation driveline tubing was connected to the short driveline tubing; liquid blood was noted within the inflation driveline tubing. The iabc central lumen was noted bent at approx-imately 9.5cm, 16cm and 46.5cm from the iabc luer end. Dried blood was noted on the exterior surfaces of the returned sample. Liquid/dried blood was noted within the helium pathway. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. T he iabc bladder was noted withdrawn through the teflon sheath and buckling was noted to the sheath extrusion, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states:"do not remove arrow iab through hemostasis sheath introducer or hemostasis de-vice. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0064in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The fos (sc) connector was connected to the iabp and the iabp ze-roed the iabc. The pump status displayed "ok" indicating the fiber is fully intact. The teflon sheath was moved from the iabc bladder and towards the bifurcate without any difficulty. Upon removal of the sheath, no damage or abnormalities noted to the iabc bladder. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was im-mediately noted from the distal tip of the bladder, which is consistent with the previously con-firmed bladder separation from the iabc distal tip. The iabc was leak tested again with the distal tip of the bladder clamped off. A leak was immediately detected from the bladder membrane. Un-der microscopic inspection, abrasions were observed from approximately 21.3cm to 24.5cm from the iabc distal tip; a full thickness abrasion to the bladder was confirmed at approximately 21.8cm from the iabc distal tip and the appearance is consistent with repeated contact with cal-cified plaque on the aortic wall. No other leaks were detected. Further inspection of the distal tip of the bladder and iabc distal tip was performed. Under microscopic inspection, evidence of pre-vious bond was noted on the distal tip of the bladder and iabc distal tip. Furthermore, some bladder material was noted on the iabc distal tip, which indicates that the distal tip of the blad-der and the iabc distal tip separation had most likely occurred due to the iabc bladder being withdrawn through the teflon sheath. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 66.2cm and 73cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "suspected iab rupture" is confirmed. During investigation, the intra-aortic balloon catheter (iabc) bladder was found with a full thickness abrasion. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. The damaged bladder allowed blood to enter the helium pathway. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath and buck-ling was noted to the teflon sheath extrusion. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "suspected iab rupture". Additional information states that the iab catheter was planned to be removed. No patient injury or consequence reported. The patient's current condition is reported as "critical".